Event description:
It was reported to boston scientific corporation that a rx ercp cannula tapered tip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight unknown). According to the complainant, the physician started the procedure using a jagtome to cannulate the papilla, but was not successful. The sphinctertome was then exchanged for the rx ercp cannula tapered tip and the guidewire was left in the patient. When the nurse tried to feed the guidewire from the tip of the cannula, it stuck at the tapered site and could not go all the way up into the cannula. The nurse then opened a second rx ercp cannula standard tip and experienced the same problem. The physician then tried the sphinctertome again and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This is the first of two devices reported to malfunction during this event. Please refer to manufacturer report # 3005099803-2008-5772 for details of the second device.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-5773.

Manufacturer narrative:
Corrected data: it was reported to boston scientific corporation that a rx pre-curved ercp cannula device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient's age, gender and weight unknown). According to the complainant, the physician started the procedure using a hydratome to cannulate the papilla, but was not successful. The sphinctertome was then exchanged for the rx pre-curved ercp cannula and the guidewire was left in the patient. When the nurse tried to feed the guidewire from the tip of the cannula, it stuck at the tapered site and could not go all the way up into the cannula. The nurse then opened a second rx pre-curved ercp cannula and experienced the same problem. The physician then tried the sphinctertome again and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This is the first of two devices reported to malfunction during this event. Please refer to manufacturer report # 3005099803-2008-5772 for details of the second device. Was: it was reported to boston scientific corporation that a rx ercp cannula tapered tip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight unknown). According to the complainant, the physician started the procedure using a jagtome to cannulate the papilla, but was not successful. The sphinctertome was then exchanged for the rx ercp cannula tapered and the guidewire was left in the patient. When the nurse tried to feed the guidewire from the tip of the cannula, it stuck at the tapered site and could not go all the way up into the cannula. The nurse then opened a second rx ercp cannula standard tip and experienced the same problem. The physician then tried the sphinctertome again and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This is the first of two devices reported to malfunction during this event. Please refer to manufacturer report # 3005099803-2008- 5772 for details of the second device. Brand name should be: rx pre-curved ercp cannula was: rx ercp cannula tapered tip

Manufacturer narrative:
A visual evaluation found no visual defects with the device. A functional evaluation was performed and found that a 0.035-inch guidewire could be loaded and retracted from the proximal end of the device without issue. The root cause of the reported event cannot be determined; however, it is likely attributable to operational context. According to the reported event, the user attempted to backload the device onto the guidewire. Per the directions for use, page 5, the precaution section states, "once the rx cannulas have been removed and a guidewire has been left in the biliary system, the cannula cannot be reloaded over the positioned 0.035 in. (0.90mm) jagwire." A lot history search was performed and found no other complaints against lot number 11434555. A review of the device history record was performed and revealed no issues related to this complaint.